Manufacturer narrative:
A ge oec service representative investigated the issue and re-calibrated the system. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.

Event description:
The ge oec 9900 fluoroscopy system would occasionally have an image quality issue, or no image on the monitor.